Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was not working the screen was coming with random black lines and screen was flashing. The customer¿s blood glucose level was 324 mg/dl. Customer troubleshoot was not performed. Customer was advised to discontinue use of insulin pump and revert back to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart off no power test and all operating currents tested within the specific range. No anomaly display noted.